Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Customer support instructed the caller to ensure the pump was not plugged into a power source and to press the button correctly. The caller confirmed that the button was functioning as intended after following these instructions.